Event description:
It was reported that upon placement of this device the device failed to sense. The device was removed and replaced to finish the procedure. The pt now having heart sensed and paced successfully. The device is being returned for evaluation.